Event description:
The manufacturer received information regarding a dreamstation 2 advanced CPAP/auto CPAP alleging that the patient "wakes up 10-12 times a night feeling like he is being choked", "feeling short of breath", "feels extremely tired and groggy after waking up", and "back pain worsened due to not able to get good sleep" while using the device. The device is currently set to autocpap from 6-20 cmh2o. There was no report of serious patient harm or injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.